Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.a partial lead measuring 44.1cm was returned for analysis. External insulation abrasion was noted at 18.8-19.8cm from the proximal end of the svc coil, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.